Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient reported that they are at the end treatment for their bottom teeth and their bottom teeth are not as straight as they were shown they would be at the end of treatment. They also reported that their aligner has cut into their front lower gum. Asked patient if they would like to continue treatment and provided warm water tips and requested additional photos.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.